Event description:
It was reported that a patient presented in-clinic for routine follow-up, decreased sensing was noted. No other electrical anomalies were observed. The physician elected to reposition the lead. During the procedure to reposition the lead, the helix was unable to be removed from the lead. The lead was removed and a new lead was implanted. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.